Manufacturer narrative:
Corrections: b5: describe event or problem: replaced: "it was reported that a spectrum pump it was stated, "it has been brought to my attention that we had a grossly incomplete administration of ceftriaxone 1 gm as a secondary piggyback to a 1 liter fluid. The event occurred during patient infusion at the emergency department. There was no known patient injury or medical intervention associated with this event. No additional information is available." With "it was reported that a spectrum pump it was stated, "it has been brought to my attention that we had a grossly incomplete administration of ceftriaxone 1 gm as a secondary piggyback to a 1 liter fluid. The nurse did notice this and continued to reset the pump to get the full dose administered after these pictures were taken for me. This occurred in the ed today. I have attached various actual pictures of the set up when this occurred with the actual original bags still hanging. And notice the third picture of the ceftriaxone 1 gm that it is almost 50% full and yet the pump is alarming and indicating that the infusion is fully complete." The event occurred during patient infusion at the emergency department. There was no known patient injury or medical intervention associated with this event. No additional information is available." E1: initial reporter phone no.: (B)(6).

Event description:
It was reported that a spectrum pump it was stated, "it has been brought to my attention that we had a grossly incomplete administration of ceftriaxone 1 gm as a secondary piggyback to a 1 liter fluid. The nurse did notice this and continued to reset the pump to get the full dose administered after these pictures were taken for me. This occurred in the ed today. I have attached various actual pictures of the set up when this occurred with the actual original bags still hanging. And notice the third picture of the ceftriaxone 1 gm that it is almost 50% full and yet the pump is alarming and indicating that the infusion is fully complete." The event occurred during patient infusion at the emergency department. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not returned; however, three photographs of the sample were provided for evaluation. Visual inspection of the images was performed. The locations and heights of the secondary infusion setups were verified. The pump displayed an "infusion complete" message while powered on with an alternating current power source. The primary and secondary solution bags appeared to contain solutions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump it was stated, "it has been brought to my attention that we had a grossly incomplete administration of ceftriaxone 1 gm as a secondary piggyback to a 1 liter fluid. The event occurred during patient infusion at the emergency department. There was no known patient injury or medical intervention associated with this event. No additional information is available.